Event description:
Health professional reported an explantation of a lap-band port due to an alleged "tubing issue." The health professional did not detail the "tubing issue" and no further follow-up is to be conducted per request by the health professional. There is no further information known at this time.

Manufacturer narrative:
Taper ii. (B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii.